Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that a cut battery pack was placed in a drawer and was found later to be very hot. Following this incident, the staff was told not to cut the wire of the pulsavac. Additional information received december 30, 2016 gave the product number. It also confirmed that although it is unknown when the event occurred, there was no patient involvement/harm. No delay in surgery occurred and there was no harm or injury to the patient or operator.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record could not be performed as no lot number was reported for this complaint. Product examination could not be performed as no product was returned for this complaint. This complaint is non-verifiable. The reported event claimed that the battery wire of the unit was cut and later on the battery pack became hot and close to combustion. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ however, because no product was returned for this complaint, the root cause cannot be specifically determined with the provided information.